Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The ventilator passed calibrations and verifications.

Event description:
It was reported that the ventilator's display froze up during patient use. There was no report of patient harm.

Manufacturer narrative:
(B)(4).

Event description:
The patient was removed from the ventilator.